Event description:
The biomedical engineer reported during preventative maintenance (pm) of the device, that after cleaning and de-scaling the unit, when the unit is put in cooling mode it does not cool the water. Since this event was during pm, there was no pt involvement.

Manufacturer narrative:
The user facility's biomedical engineer reported he has chosen not to repair the unit at this time and will be using one of the four backup units as a primary unit. No add'l action will be taken at this time.